Event description:
The dealer alleges the m41sr20b concentrator is getting a 5 wrench flash causing the chair to drive forward then suddenly almost stop. This is happening when the chair is on an incline or decline, or going over cracks.